Event description:
Following a lead placement procedure, the pt reported a headache. It was confirmed that the pt had a dura puncture. The pt was administered a blood patch and is reportedly doing well.